Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported patient presented in the dental office with restoration in hand. Per patient restoration came out while patient was flossing. Half screw in implant and half in abutment. Patient will come back to get new screw placed.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.